Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Recommendation was made by tandem technical support (cts) to change supplies to address the issue; however, customer declined. Customer's blood glucose level was 254 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.